Manufacturer narrative:
Corrected data: upon further review it was noted that section b3 field was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report. The following field has been updated accordingly: section b3 - date of event: feb 7, 2025 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section b3: date of event: date unknown, as information was requested but not provided. Section d6a: implant date: not applicable. The cartridge is not an implantable device. Section d6b: explant date: not applicable. The cartridge is not an implantable device. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect: clinical code: 4581: no code available (incision enlarged). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the tip of the cartridge was viewed under the microscope, it presented grooves (sharp burrs along the edge). During the procedure, it was necessary to make an incision larger than usual in the patient's eye. The material was discarded upon completing the procedure. No further information was provided.